Event description:
Per the clinic, open circuits were noted on 2 electrodes intraoperatively, followed by detection of open circuits on further 3 electrodes during the initial fitting impedance measurement on (b)(6) 2024. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (b)(6) 2026, and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.Device Analysis Report attached.